Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the patient line before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient reported that they were connected to the homechoice which was displaying, "open clamps/connect bags." There were no open clamps. During troubleshooting, it was discovered that the patient connected to the setup before properly priming the patient line. The technical service representative explained the error and assisted to retrieve the cassette. The patient would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.